Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating degenerative mitral regurgitation of grade 4+. One clip implanted without difficulty. A second clip was implanted without difficulty. The lock lines were removed without difficulty; however, it was noted as the lock lines were removed, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda) and mr increased. A third clip was then implanted, medial to the second clip, stabilizing the detached clip and reducing mr to grade 1. Post procedure, patient remained in stable condition. No additional information was provided.